Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited bluetooth telemetry loss. The ICD was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Correction: upon review, the implantable cardioverter defibrillator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction and functioned per design due to the device being in backup operation, which was already reported under 2017865-2023-35810 submitted on 13 jul 2023.